Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events - 751. Gynecare prolift +m anterior pelvic floor repair system - 20. Gynecare prolift +m pelvic floor repair system - 79. Gynecare prolift +m posterior pelvic floor repair system - 7. Gynecare prolift +m total pelvic floor repair system - 15. Gynecare prolift anterior pelvic floor repair system - 27. Gynecare prolift pelvic floor repair system - 463. Gynecare prolift posterior pelvic floor repair system - 20. Gynecare prolift total pelvic floor repair system - 47. Gynecare prosima pelvic floor repair system - 73.

Event description:
It was reported by an attorney that a patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted to treat a paravaginal defect. Following the procedure, the patient experienced erosion, recurrent urinary tract infection and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a bilateral anterior vaginal mesh removal on (B)(6) 2013. No further information is available.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.